Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens -12.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was later explanted and replaced for a longer length lens due to low vault and the problem resolved. Cause was reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).